Manufacturer narrative:
Result: known inherent risk of procedure. (B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the malposition of the initial valve cannot be confirmed. In addition to the procedure itself, patient factors (moderate annular calcification, moderate native leaflet calcification, moderate mac), may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a trans-subclavian tavr procedure, a 26mm sapien xt valve was deployed too ventricular at approximately 40:60 aortic/ventricular (a/v). Post deployment tee indicated moderate paravalvular leak (pvl). The valve was post dilated, with an additional 2cc of volume, reducing the pvl to mild-moderate. Due to the primary operator's concern that the valve was seated too low on the lcc side, the decision was made to implant a second xt valve. The second xt valve was deployed 50:50 a/v. Post deployment tee indicated trace pvl with acceptable results. The patient's annulus measured 22.9mm x 26.1mm by CT with a valve area of 461mm2. Moderate annular calcification, moderate native leaflet calcification and mild aortic root calcification were reported. Coaxial alignment of the valve and delivery system and the image intensifier angle were reported as good for both valves. Ventilation was held and there was no loss of pacing capture during valve deployment.